Event description:
Device 3 of 3, mfg report reference: 3006705815-2019-00681, 3006705815-2019-00682. Follow up information received. The patient had the ipg electively removed. There were no allegations of deficiency made against the device.

Event description:
Device 3 of 3, mfg report reference: 3006705815-2019-00681, 3006705815-2019-00682. Follow up information received. Effective therapy was restored following the system replacement surgery.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3, mfg reference report: 3006705815-2019-00681, 3006705815-2019-00682. Review of records show that the patient had a surgery on (B)(6) 2019. The scs system was replaced.